Event description:
The customer contacted stryker to report that their device would not recognize the defib pads on the patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device would not recognize the defib pads on the patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
A stryker depot technician evaluated the device and this issue was not able to be verified and was not able to be duplicated. Root cause was not able to be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service.